Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. No further information.

Event description:
It was reported by the healthcare professional to the company sales representative "adjustment not possible."

Manufacturer narrative:
The valve was returned using the returnkit and was inserted in unknown fluid. The valve was at pressure level 15 cmh2o set. A visual inspection was performed and scratches were observed. Also with the aid of a dial gauge, the parallelism of the valve body was tested. The value measured was -0.0800 mm out of tolerance (tolerance 0 +/- 0.02 mm). The pressure was too high. To check if the valve was clogged, a permeability test was performed. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve was permeable. The valve was adjusted up and down in pressure steps of 5. The investigation showed that the valve was adjusted in all pressure stages, up and down. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. Despite the deformed valve body, the braking function could be positive be detected. The measured values of the brake release force were within the tolerance. No further actions are required.